Manufacturer narrative:
Report date: 11jun2021. (B)(4).

Event description:
A customer reported to philips that while delivering therapy to a patient, the respironics v200 ventilator shut down, and the patient experienced an outcome of death. The customer reported that the unit was in use on a patient at the time of the reported device behavior and patient outcome.

Manufacturer narrative:
B4: (B)(6) 2021. There's no outcome of death as previously reported. The customer reported that the unit was in use on a patient at the time of the reported device behavior and medical intervention. A customer reported to philips that while delivering therapy to a patient, the respironics v200 ventilator shutdown and hospital staff administered medical intervention in order to preclude a harm. A philips field service engineer (fse) evaluated the device. The engineer was able to power on the device, but was unable to enter service mode and download the diagnostic report (drpt), due to the screen being blank with lines going across it. The customer cancelled the repair of the device, removed the device from service, and then it was scrapped. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. Relevant medical history included an intubation procedure on an unknown date. No relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v200 ventilator in assist/control mode; prescription, device settings, configuration, and patient circuit were not reported. While admitted on an unknown date, the patient was receiving therapy via the v200 device when the ventilator generated an audible ventilator inoperable alarm; error code not reported, the device shut down, stopped cycling, hospital staff immediately disconnected the patient from the ventilator, administered manual ventilation, and the patient was placed on another invasive ventilator; brand, model, and prescription not reported. The patient did not experience an adverse event, and no event of oxygen desaturation occurred. No relevant laboratory data was reported. Philips was not able to confirm the reported malfunction. Since the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
Based upon further review of the complaint record, no injury or health consequence was noted during the device inoperative condition. Manual ventilation was administered as per standards of care during patient transition to a backup mechanical ventilator with no injury or harm incurred by the patient. Therefore, this complaint shall be downgraded from serious injury to product problem with appropriate follow-up reporting to be conducted with relevant competent authorities.